Event description:
Patient undergoing aneurysmorrhaphy when physician went to use the endo gia stapler it would not fire. Another stapler was retrieved and used. No harm to patient. Procedure was completed without further incident.